Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were conducted and the reported issue was unable to be replicated. All the results were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump has accuracy discrepancy. There was no reported adverse event.